Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in the limb vessel. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.